Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso® nav eco variable catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the tip is bent with the blue sleeve pulled back exposing internal shaft. Initially, it was reported that about 30 minutes after the lasso catheter was inserted into the patient¿s body the ring part became entangle and the catheter could no longer be used. The lasso® nav eco variable catheter was replaced with a pentaray nav high-density mapping eco catheter and the procedure was completed. No adverse patient consequences were reported. The initially reported contraction issue has been assessed as not MDR reportable. On (B)(6) 2019, the bwi pal received the device for evaluation. Upon initial inspection, the bwi observed the lasso tip is bent out of shape with the blue sleeve pulled back, exposing the internal shaft. These initial findings were confirmed during a second visual inspection on (B)(6) 2019. The observed bent tip with the pulled back sleeve has been assessed as an MDR reportable malfunction, as internal components were exposed. The awareness date is being reset to (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso® nav eco variable catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found the tip is bent with the blue sleeve pulled back exposing internal shaft. The investigational analysis completed (B)(6) 2020. The device was inspected and tip was bent out of shape and it appears the blue sleeve has been pulled back exposing internal shaft. Deflection and contraction tests were performed and the catheter failed. A failure analysis was performed and the root cause of catheter failed. Contraction and deflection failure was due to damages present on lasso loop. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on lasso loop cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).